Manufacturer narrative:
Pt was admitted to the hospital as a result of an attempted suicide. Patient demographics: patient identifier, dob, weight requested, however not provided by customer. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a pcu shut down during an infusion of epinephrine even though it was plugged into an electrical outlet. While the clinician was changing the pump to another pcu the patient's blood pressure dropped to 50/20. A couple of days later the patient passed away; however the customer does not allege or attribute any device malfunction to the patient¿s demise. Although requested, no further information was received.

Event description:
Additional information: it was later reported that the patient, who was previously healthy, suffered a severe anoxic brain injury. The patient did not show any neurological response upon/since arrival to the hospital. Brain death was expected and the attending md was waiting for a second md to complete the a brain death exam at the time the device shut down during the infusion of epinephrine. Autopsy results were not available; the discharge summary diagnosis listed cardiorespiratory arrest, suicide, anoxic-ischemic brain damage and multisystem organ failure.

Manufacturer narrative:
The report of the pcu shutting down during an infusion was confirmed, however the pcu did not actually shut down; it paused all infusions that were running when it alarmed for battery discharged. At this point, the user can either plug the device back into ac power or shut down the system. Physical inspection of the device noted the instrument seal was intact. The pcu event log review shows that a battery discharge occurred without warning while missing the lb1 and lb2 alarms. When the battery discharge occurred, the existing infusions were paused, and the user was given the option to power off the system. Battery conditioning testing was then performed with the returned pcu in maintenance mode. The capacity battery prior to conditioning was 3400mamphr and after conditioning was 498mamphr functional testing of the battery found the battery to be greater than 2 years old and at the end of its useful life based on diminished capacity. Functional testing of the pcu with a known good in-house test battery found the returned pcu to be able to charge the battery and indicated that all expected low battery alarms occurred during a test infusion with devices running at the same rates as noted during the reported event. The battery date code was 1610 (10th week of 2016) and believed to be the original battery. Maintenance records were requested from the customer however not received. The event description stated that the event occurred while the pcu was plugged in, however the pcu event log showed that the system was on dc power for several hours prior to the battery discharge alarm. The root cause of the customer¿s report of the pcu shutting down during an infusion was due to a battery that reached the end of its useful life (greater than 2 years old and diminished capacity).

Event description:
It was reported that a pcu shut down during an infusion of epinephrine even though it was plugged into an electrical outlet. While the clinician was changing the pump to another pcu the patient's blood pressure dropped to 50/20. A couple of days later the patient passed away; however the customer does not allege or attribute any device malfunction to the patient¿s demise. Although requested, no further information was received. Received a copy of the customer's adverse event report letter from FDA which states, "it was reported that a pcu shut down during an infusion of epinephrine even though it was plugged into an electrical outlet while the clinician was changing the pump to another pcu the patient's blood pressure dropped to 50/20 a couple of days later the patient passed away, however the customer does not allege or attribute any device malfunction to the patient's demise although requested, no further information was received".